Event description:
It was reported that after the intraocular lens (iol) was fully inserted in the left eye, it was removed and replaced during the same procedure due to a posterior capsule rupture, which the surgeon realized after insertion. Another johnson and johnson iol (ar40e 17.0 dioper, 3-piece lens) anterior chamber lens was implanted as replacement. There was patient injury. The main incision was enlarged and a second incision was made. The prolapsed vitreous was removed with vitrector, and a suture was used to close larger incision. Medications used are unknown. The patient is stable. The device is not available for return. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect - clinical code: 4581 is to capture incision enlarged. Section h6: health effect - impact code 4625 is to capture sutures, 4625 is to capture unplanned vitrectomy, 4625 is to capture incision enlarged. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.